Event description:
It was reported that the tandem mobi pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. The customer was instructed by technical support to plug the wall adapter into a known working outlet and wait at least 30 minutes for the pump to charge, with a follow-up planned by technical support.